Manufacturer narrative:
A service call had been scheduled in order for a ge svc rep to evaluate the sys. The service call was postponed/cancelled. The in house biomedical engineering staff evaluated the sys and stated that the malfunction could not be .duplicated. An add'l report will be generated and submitted if further info becomes available

Event description:
It was reported that the sys 2800 uroview's table could not move up or down. There was no adverse pt involvement reported. There was no pt info reported.